Event description:
The pump was returned for investigation. Investigation revealed that the pump experienced power loss, there was a crack in the battery compartment, and the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery cap was unable to be tightened onto the battery compartment. Power loss was observed due to the battery cap detaching and the crack in the battery compartment. The pump booted to the verify screen and had a dim and discolored contrast. (B)(6).